Manufacturer narrative:
The device has not been returned; therefore, solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is the tubing disconnected from the spike. Possible causes of spike leaks include pulling on tubing instead of holding on to the spike, excessive twisting of spike, excessive force on tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
During an in-clinic follow-up, episodes of intermittent loss of capture due to fusion were observed on the device. Although the patient was not pacemaker dependent, they experienced dizziness due to the loss of capture. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.